Event description:
Reportedly, pacing failure was reported the day post implantation. A new pacemaker was implanted during a reintervention.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.